Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 1627487-2022-06463. It was reported the patient¿s leads had high impedance. Surgical intervention was undertaken on (B)(6) 2022 wherein the leads were explanted and replaced. Therapy was restored postoperatively.